Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for chronic infection with suppression on keflex : abnormal radiographic evaluation event is not serious and is considered moderate event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2017. Date of revision: (B)(6) 2018. Date of event (onset): (B)(6) 2020 (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, patient's knee was revised to address chronic dislocation of patella and extensor mechanism instability, as well as global tibiofemoral instability. The revision involved competitor knee components. The tibial insert and patella were revised; the well-fixed femur and tibial tray were retained. Lateral release with medial capsular plication was performed to address the patellar tracking concerns that caused the dislocations. Depuy bone cement was utilized in the revision. On (B)(6) 2018, patient's knee was revised to address acute hematogenous sepsis. Left knee I&d, tibial insert (competitor device) exchange, and placement of stimulan and biodegradable antibiotic impregnated pellets were all performed for treatment. On (B)(6) 2019, one year clinic follow-up after left total knee revision I&d washout. Has been maintained on oral antibiotic suppression since. Patient reports that while working out having hyperextended his knee, leading to some pain and swelling. Physical exam was negative, with the exception that there is a significant effusion of the left knee. Mobility and rom are good otherwise. Radiographs of both knees were grossly negative. It was determined that the patient likely had a hemarthrosis secondary to hyperextension injury, which ought to resolve on its own. Will maintain current antibiotic suppression. On (B)(6) 2020, clinic attending indicated culture results reported patient's knee growing staphylococcus aureus that is resistant to clindamycin, and erythromycin, while sensitive to oxacillin and vancomycin. Synovasure was positive for alpha defensin. Crp is 14.8, and wbcs 21,000, neutrophils 93%, positive neutrophil elastase and staph panel. Will require two stage revision with explantation of all implants and placement of antibiotic spacer, followed by a re-implantation once clear of infection. On (B)(6) 2020, patient seen in clinic for follow-up. Patient has had previous knee washout and been on antibiotic suppression, but this has failed. Diagnosis, septic left total knee. Discussed plan for two-stage revision to treat the infection, including placement of a PICC line and infectious disease consultation. Following review, it was determined that the event of (B)(6) 2018 has been addressed in pc-(B)(4). At that time, it was not known that depuy bone cement had been utilized in the prior revision on (B)(6) 2017. This will be addressed now, and an activity has been created to migrate the medical records from this complaint to that complaint for review and complaint update. The products present on (B)(6) 2017 for revision appear to all be competitor products at presentation. With respect to this current complaint, the patient coding for "medical device removal : device explantation (f1903)" and "surgical intervention : surgical intervention (f19)" will be removed, as this adverse event only involved treatment consisting of "synovasure analysis and chronic antibiotics" suppression. The synovasure analysis requires synovial fluid, so this is an invasive diagnostic test. This will raise the threshold of severity to 3 with respect to reportability. "Serious injury" patient coding will be added to the impacted product to address this. This will ultimately not change the us-FDA MDR reportability determination for the ip.